Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Concomitant products: model: yrec20375, abdominal stent graft, implanted: (B)(6) 2003. Model: yrbr2615165, abdominal stent graft, implanted: (B)(6) 2003. Model: yrir15115, abdominal stent graft, implanted: (B)(6) 2003. Model: etlw1616c82e, abdominal stent graft, implanted: (B)(6) 2015. Model: etcf2828c49e, abdominal stent graft, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.